Manufacturer narrative:
(B)(4). A lot history record review was completed for the reported product lot number. There was no nonconformance recorded in the lot history. The device has been returned to the factory and is being evaluated. A supplemental report will be submitted when the evaluation is completed.

Event description:
The hospital reported that during preparation for a coronary artery bypass procedure, hs iii proximal seal remained in the loader when the delivery system was pulled out. The customer felt some resistance when pulling out. A replacement was used to complete the procedure. No patient injury was reported.

Manufacturer narrative:
(B)(4). The device was returned to the factory for evaluation. A visual inspection was conducted. Signs of clinical use without evidence of blood were observed. The delivery device was inside the loading device when it was returned. The blue slide lock was engaged and the plunger was not pressed on the delivery device. The delivery device was removed from the loading device for inspection. The seal and the tension spring assembly remained inside the loading device. The tension spring assembly and the seal were then pulled out from the loading device for inspection. Microscopic inspection showed the seal partially folded but intact, without cracks nor delamination. Measurements of the delivery tube were taken. The measurement values recorded for the delivery tube were within the tolerance specifications. Based upon the received condition of the device, and the results of the evaluation, the reported failure mode "fitting problem" was confirmed.

Event description:
The hospital reported that during preparation for a coronary artery bypass procedure, hs iii proximal seal remained in the loader when the delivery system was pulled out. The customer felt some resistance when pulling out. A replacement was used to complete the procedure. No patient injury was reported.